Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients primary system controller failed. At 7:00 during the system test the controller was unresponsive and no data appeared on the screen. The pump was working fine and the patient was not harmed as they were connected to the ipad touch post-surgery and was still in the intensive care unit (ICU). Once the controller was switched to the backup controller, the primary continued to alarm and was not able to be silenced through standard method. Only the square "home button" worked to silence the controller for a shirt period. It was noted that the no driveline connected alarm occurred related to switching to the backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) being unresponsive and not showing data on the screen was confirmed during evaluation of the returned product. A log file was first downloaded from the returned controller and reviewed. The observed events were consistent with the patient undergoing the implant procedure on (B)(6) 2025. The pump maintained a speed within the expected range throughout the data while the driveline was connected, and no notable alarms were observed. The returned controller was connected to a test power module and mock circulatory loop. It was found that the display button could not be used to navigate screens, the battery button could not be used to view battery status or initiate a self-test, and the silence alarm button would not silence audio. None of the light emitting diodes (leds) on the user interface illuminated as expected. However, the controller was able to support pump operation without issue, and audio activated as expected when alarm conditions were imposed. Further investigation revealed that the user interface ribbon cable was not properly connected; this was determined to be the root cause of the reported event. A manufacturing analysis task has been initiated under a different event to further investigate this connection not being properly secured. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 2 of the IFU describes the system controller user face and its buttons/symbols. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.